Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had a power issue - meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first began "almost one year ago". The patient takes oral medications diet and exercise (metformin1000mg) to manage her diabetes and reported that she exercised as a result of the alleged product issue. The patient claimed that on an unspecified time after the alleged issue began she developed the symptoms of sweating and weakness and reported self-treatment of food and /or drink. At the time of troubleshooting the cca noted that it was not the first time the meter was being used, the meter batteries did not need replaced. The patient pressed down on the meter and the meter did not power on. There was no misuse of the product and after testing with a new, correct test strip the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.